Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the same flow issue occurred on the hlm the week before but in that case nothing was changed out and the issue resolved itself. In that case they believed it was the disposables causing the issue. The field service representative (fsr) could not verify the flow issue. He tested the centrifugal controller, drive motor and flow sensor. The unit operated to the manufacturer's specification. Per data log analysis, the system was used on (B)(6) 2020 and not used again until (B)(6) 2020. On (B)(6) 2020 a perfusion screen is opened at 11:12:40 am. The perfusion screen is exited as soon as it opens. A perfusion screen is opened at 11:31:34 am. They set the clock back one hour to 10:31:05 am, exit the perfusion screen, and power cycle the system. The service screen is entered and exited five minutes later. 14:31:50 the centrifugal pump is started. 14:32:04 a perfusion screen is opened. 14:32:10 arterial centrifugal set to 1578 rpm. 14:55:24 arterial pump is stopped. 14:56:08 arterial is started, speed set to 1600 rpm. 15:28:19 speed is set to 2128 rpm. 15:29:38 speed is set to 1558 rpm. 15:53:52 arterial speed is being increased to almost 3600 rpm. 16:01:07 speed is reduced to 0 rpm stopping the pump. 16:01:16 arterial is started and speed increased to 3444 rpm and decreased to 2154 rpm and then stopped at 16:18:02. 17:18:06 the perfusion screen is exited. During the case there are no indications of a problem with the hlm or the centrifugal pump. There are no under speed errors which indicates the pump achieved the speeds that were set by the user. Most likely the low flow issue was caused by the disposable, adapter, or back pressure in the circuit. According to the manufacturer's sales representative, the medtronic representative had found that some of the affinity fusion oxygenators had high pressure excursion issues at other accounts. The issue described in this report occurred with the affinity fusion oxygenator. The user facility is swapping to the old pack for now to see if that resolves the issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) would not give a flow. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was a 20 minute delay and a 250cc blood loss. Per clinical review: the perfusionist discussed with the manufacturer's clinical specialist about the incidents the team has had with the hlm during a cpb procedure on (B)(6) 2020. The team sets up their medtronic disposable and medtronic pack for procedures. The team uses the medtronic approved adapter plate attached to the hlm drive motor. The pack consists of the medtronic biopump, which is used for all procedures. The practice of priming the pump is varied throughout the practice; some users during prime would place some pressure on the arterial circuit to mimic the patient pressure, but some others do not. The users who do create a pressure on their arterial circuit during priming only do it for a small amount of time to test their pressure system. The protocol is additionally varied for initiation of bypass and their activated clotting time (act) measurements. The practice in general initiates at 400 seconds, but again was varied and some perfusionists wait unit the act is above 480 seconds. In contrast, their protocol is to prime the circuit with 10000 iu of heparin. At initiation of bypass, the perfusionist was able to achieve a flow rate of 4.0 liters per minute (l/min), but very shortly thereafter at the same revolutions per minute (rpms) in which he was reading a 4.0 l/min, he was only able to achieve 1.0 to 1.5 l/min of flow with the rpms maxed at 3600rpms. Since he was aware of the similar situation that occurred on a previous case (resolution of flow occurred), he tried to go up and down on the rpms and the flow to the patient was still approximately 1.0 to 1.5 l/min. He reseated the adapted plate and the disposable in the adapter plate to try to mitigate this issue. This did not resolve the forward flow issue, therefore he opted to exchange the entire circuit with a new circuit that was on another hlm, therefore exchanging all disposables and all hardware. After that, he was then able to create a measured flow of approximately 4.0 l/min to the patient. Three individuals within the manufacturer's clinical team have discussed at length about high pressure excursions with the clinical team at the user facility. It was discussed what a high pressure excursion is, how it presents itself and the possibility that they are seeing this phenomena. The user facility team has had the bio-cone and the oxygenator sent to medtronic for evaluation. Multiple solutions were suggested to help isolate the problem. It was suggested to be reading pre and post oxygenator pressures, additionally placing a back pressure on the system during priming, trying the manufacturer's oxygenator. The manufacturer's sales representative procured a few delphin disposables. The stated delay in the continuation of the surgical procedure was 20 minutes of troubleshooting and retrieving the additional hardware. There was no harm to this patient and the blood loss was listed as 250 milliliters (ml), due to this incident.